Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure.

Manufacturer narrative:
Alleged failure: fiber broke when urologist was trying to push into catheter. They opened a new kit and then it worked fine. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive bending during set up or extreme shipping or storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure.